Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his issue. During the call tac recommended several trouble-shooting options, but the customer was not with the device to try any. The customer noted that he would attempt these options when he has time and call back if further assistance is required. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was displaying an e315 scope communication error with two different 190 series scopes during procedure preparation. According to the initial reporter, this error code was not occurring with 180 series scopes. The staff were reportedly able to use the subject device to continue the procedure without any patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of e315 was liquid on the electrical contacts of the video connector and clv-190. Upon drying of the electrical contacts and the phenomenon was resolved. The event can be detected by following the instructions for use which state: ¿315 indicates that a non-supported scope is connected. This message is displayed when cv-190 detects the connection of a non-supported scope and when connection failure occurs in cv-190 and scope cable.¿ olympus will continue to monitor field performance for this device.